Event description:
The customer's husband stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 580 mg/dl. The customer was also suffering from pneumonia at the time. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.